Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient had high impedance on several contacts on the penta lead. The patient does not have effective therapy. As a result, surgical intervention occurred on (B)(6) 2021 and the lead was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.